Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Customer's blood glucose was 140 mg/dl. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.